Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant, the right ventricular (rv) lead became dislodged and the patient received inappropriate shocks. It was noted that the first shocked induced a ventricular fibrillation (vf) arrhythmia, and the second terminated the arrhythmia. The rv lead also exhibited high thresholds, low sensing, and oversensing/noise. The lead was programmed off, and then a revision procedure was performed to revise the lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.